Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a fluid leak at an unknown location. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.